Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012, due to patient allegations of pain and loss of range of motion. Patient's legal counsel further reported that necrotic tissue, a loose acetabular cup and no abductors inserted into the trochanter were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01080 / 01081).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." And "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain and loss of range of motion. Patient's legal counsel further reported that necrotic tissue, a loose acetabular cup and no abductors inserted into the trochanter were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates the revision procedure was performed due to dislocation and subluxation. Revision operative report noted that there was no bony ingrowth on the acetabular cup. The acetabular cup and modular head were removed and replaced with a constrained system.